Event description:
Bd insyte autoguard 20 gage IV catheter malfunctioned after starting IV on an outpatient for surgery. Once IV placed, the button was depressed in order to retract needle, preventing possible IV sticks. The needle did not retract while the button was depressed and an exposed needle resulted. No harm to pt or staff, needle disposed of in sharps container and charge rn notified. FDA safety report ID# (B)(4).